Event description:
According to the reporter, during laparoscopic vaginal repair, the suture tip broke off in the patient vagina. The surgeon attempted vaginal feel for suture but unable to detect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.